Event description:
It was reported the patient experienced chest pain one day post procedure. A left atrial appendage (laa) closure procedure was performed. A 33mm watchman laa closure device was successfully implanted. The day following the procedure, the patient was complaining about some chest pain. Echocardiogram was performed, which confirmed there was no effusion. The patient described the pain as a pleuritic type of chest pain. The patient was treated with colchicine and the pain then resolved. The patient was then discharged the following day with no symptoms and is doing fine now.